Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold, r wave amplitude less than 2mv and impedance issue. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of ¿threshold, impedance, and r-wave sensing¿ were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.